Event description:
Patient had stereotactic breast biopsy on the right breast [redacted]. Presented to mammography and ultrasound on [recacted]-almost 5 months later for lump in right breast. Ultrasound exam found a 4cm plastic tubing piece that appears to be along the biopsy path.